Manufacturer narrative:
Additional information was received that the patients system was replaced per physicians preference to see if patient will response well to new system. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and lead will be replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and lead will be replaced for an unknown reason.